Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Femoral and tibial components loose caused by two packages same lot number. Cement, cement/bone interface failure.